Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were in a case to place a new 97800 and lead. They were getting high impedances on some electrode pairs. Prior to calling the caller had removed the lead, wiped the lead and reinserted the lead but they continued to have impedance issues. The caller indicated that the lead once did pull out after tightening the setscrew and then tightened the setscrew again and the lead was held in place. They had used the test cable to check for motor response on all electrodes and were getting response between 2 and 3ma. The caller provided the following impedance values: ref 0 c 2471ohms 3 2902ohms 2 3308ohms 1 >4000ohms ref 1 all electrodes are >4000ohms the caller set up a program with 0+ 1- and increased the amplitude to 0.7ma, the app displayed a message that max settings were reached and the patient did not have any motor response. The md removed the lead from the head and cleaned it, reconnected the lead and retested impedances. Ref 1 all >4000 ref 0 c2811ohms 3 3258ohms 1 >4000ohms ref2 c 1051ohms 3 1317ohms 1 4000ohms 0 3700ohms the issue was not resolved through troubleshooting. Tss reviewed information about impedances. The md made the decision to replace the lead. Tss did not get md name or patient name because the caller was in the or and concluded the call so they could get a second lead.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va31brd, implanted: (B)(6) 2025, product type: lead. H3: analysis of the lead (lot#: va31brd) revealed that there was a break in the insulation under the connector at the proximal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they received and intra operative error.